Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6). Gunawardene, m., et al. Life-threatening delayed myocardial ischemia and malignant arrhythmias occurring after pulsed field ablation of atrial fibrillation. American heart association circulation. Letter. December 2025. Https://doi.org/10.1161/circulationaha.125.07798. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature article that bradycardia occurred. A study was completed between march 2023 and july 2025 at seven (7) international healthcare facilities to assess patients who experienced delayed or prolonged ischemic or arrhythmic adverse events after a pulse field ablation (pfa) procedure for atrial fibrillation. Eleven (11) patients were enrolled in the study, nine (9) of whom received pfa via a farawave catheter and two (2) whom received pfa via a non boston scientific ablation catheter. Procedure summary: the patient underwent a pfa left atrial posterior wall isolation, pulmonary vein isolation, anterior wall isolation, and cavotricuspid isthmus isolation procedure with a farawave catheter. The procedure was performed under deep sedation with no atropine. Eighty-seven (87) applications of ablation were performed. The patient presented to the procedure in atrial fibrillation and was converted to sinus rhythm at 72 beats per minute during the procedure. Event summary: thirty five (35) minutes post procedure the patient experienced a junctional rhythm of 30 beats per minute which persisted for 240 minutes. Noradrenaline was administered and beta blocker was stopped after the procedure. Patient status: no further information on the status of the patient is available.